Event description:
A driver sprint rx coronary stent system, diameter 2.5mm, length 18mm, was intended to treat a lesion in a pt. It was reported that the device could not pass through a previously implanted driver stent, and the driver sprint stent was deformed on removal from the pt. The target lesion, in the lcx, was reported to be calcified, with 85% stenosis, and was located in a tortuous vessel. The device was inspected prior to use with no abnormalities noted. It was reported that the driver sprint rx device became entangled in a previously implanted driver stent which had been deployed earlier in the procedure. Maneuvers to advance the stent were unsuccessful and resistance was felt during removal of the device from the pt. It was reported that the previously deployed stent was not fully apposed to the vessel wall. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval results and conclusions: previously implanted driver. Eval summary: the device was returned to medtronic for eval. The first nine proximal stent segments were positioned on the balloon, as per specifications. The first six middle/distal segments were stretched, deformed and pulled distally over the distal tip. The catheter tip was kinked. Blood residue was evident between the balloon folds.